Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015-product analysis: the device was returned and evaluated by product analysis on 12/14/2015 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed related alarms. The pump successfully paired with a test transmitter. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a radio-frequency test. A solder connection defect was observed on a continuous glucose monitor module pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.